Event description:
It was reported that there was noise on the atrial electrogram. The noise was reproducible in the office with isometrics. The device was reprogrammed to the unipolar vector for the atrial lead. Also during the procedure the physician found the outer insulation of the right ventricular lead to be suspect. The atrial and right ventricular leads were cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.